Manufacturer narrative:
Complaint conclusion: information received from an affiliate indicated that a dissection (grade unknown) occurred after using a 6f infiniti radial bi-lateral diagnostic catheter. The dissection was not treated, only watched. The procedure was a diagnostic left heart catheterization. The physician commented that the catheter caused a dissection in the radial artery. A terumo sheath was used. No other information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Vessel dissection is a known potential adverse event associated with performing diagnostic and interventional angiographic procedures. Vessel perforation is listed in the IFU as a potential complication. With the limited information provided it is not possible to establish a relationship between the reported event and the device as a terumo sheath was also used. There are vessel characteristics ( size in relations to device and calcification, tortuosity) and/or procedural factors ( ensuring that the catheter is advanced over a wire) that can contribute to this type of event. There is nothing in the event description or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. Advancing the device over a wire) that can contribute to this type of event

Event description:
As reported by an affiliate, a dissection occurred after using a 6f infiniti radial bi-lateral diagnostic catheter. The physician commented that the catheter caused a dissection in the radial artery.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.